Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results which met the clinical picture. Siemens service went on site. The instrument was inspected and a total system checkout was performed. Also performed flourometer adjustment and all mechanical alignments. A system check was run and all three levels of qc were in the expected ranges and patient samples were tested with normal results. The customer is confident the analyzer is working properly and has put it back into service.

Event description:
The customer reported false positive troponin results on two patients run on two stratus cs analyzers. There is no report of injury due to this event.